Event description:
I was implanted with the essure tubal ligation coils in (B)(6) 2008, and since then have had compounding medical issues. Within two years of implant, I was diagnosed with the autoimmune disease, hashimoto's thyroiditis. I also struggle daily with debilitating fatigue, headaches, hip and joint pain, no libido, hot flashes, mood swings, and newly diagnosed food allergies and gluten sensitivity. I also had changes in my menstrual cycle since getting essure, and have painful ovulation, which I didn't have before essure. I have been through countless tests, lab work, and x-rays, and will be undergoing nickel allergy testing next week. Each year that essure stays in my body I seem to struggle more and more with health problems. I am only (B)(6). I am currently working with my doctor to have the coils removed.